Manufacturer narrative:
A review of the device logs for the instrument (part# 480422-01 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 via system serial# (B)(4). There were 0 uses remaining after this last usage. Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. Energy was delivered without any issues and passed the cut test. Electrical continuity test passed. Jaw gap passed with the 0.003" gage. No problem with the instrument detected. A log review showed no failures. Grip force test passed with the following numbers, all within specifications: straight - 7.07. Yaw - 6.94. Pitch - 6.93. This event is being submitted because it was reported that the vessel sealer extend instrument insufficiently sealed. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, the vessel sealer extend instrument stopped working during the procedure. A second vessel sealer instrument was used to finish the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.